Manufacturer narrative:
Conclusion: device investigations did not reveal any device defect or problem which is expected to have been present whilst implanted. This finding was expected, because according to the recipient report the device was explanted for a partial migration of the active electrode following an impact to the implant site. In addition three channels were extra cochlea since implantation. Mechanical damages found during investigation are attributable to the removal surgery. This is a final report.

Event description:
The user was involved in a car accident in which he hit his head on the side window of his car directly over the implant in (B)(6) 2019. The user has been re-implanted.

Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user hit his head on the side window of his car directly over the implant in (B)(6)2019. After the accident, his external equipment was replaced and the user reported altered hearing. The user was re-implanted.